Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 66 mg/dl. Customer treated with food. Customer stated that the drive support cap appears to be pushed in; one side of the drive support cap appears to be pressed in further than the other side. Customer's blood glucose is running low due to work. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.